Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34 (lot: 0013013475); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-34, calcification was present under the left coronary cusp extending into the left ventricular outflow tract. Imaging measurements indicated that a 34 millimeter (mm) valve was appropriate. Pre-dilatation was performed with a 25 mm non-compliant balloon, followed by valve placement. The valve was recaptured once for positioning, and during placement after recapture, an infold of the valve was observed. The valve was subsequently recaptured and removed. A new valve was loaded and placed successfully. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-34, calcification was present under the left coronary cusp extending into the left ventricular outflow tract. Imaging measurements indicated that a 34 millimeter (mm) valve was appropriate. Pre-dilatation was performed with a 25 mm non-compliant balloon, followed by valve placement. The valve was recaptured once for positioning, and during placement after recapture, an infold of the valve was observed. The valve was subsequently recaptured and removed. A new valve was loaded and placed successfully. No patient complications have been reported as a result of this event. Additional information was received that a slight procedural delay occurred as a result of the infold to load the new valve. Per the physician, calcium in the left coronary cusp (lcc) that extended to the left ventricular outflow tract (lvot) might have contributed to the infold.

Manufacturer narrative:
Image review: one cine image was provided for review. There was no fluoroscopic load inspection provided for review, therefore it cannot be confirmed if the valve was loaded properly. It was reported that pre-dilatation was performed with a 25 mm non-compliant balloon, followed by valve placement. The valve was recaptured once for positioning, and during placement after recapture, an infold of the valve was observed. Evidence shows an infold within the valve at the point of no recapture. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. It was reported that a new valve was used to complete the procedure. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review updated to included: there was no computed tomography (CT) provided for anatomical considerations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.